Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the chief perfusionist that, while the pt was ambulating, the driver shut down without any alarms or warnings. The pt was in ICU and reportedly in poor clinical condition. The ICU staff tried to switch the pt to back up equipment; however, during this time the pt expired.

Manufacturer narrative:
The MFR is attempting to acquire the device for investigation. No further info is available at this time.